Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Device disposition is unknown. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via FDA medwatch letter (mw5087912) that the following incident occurred: "surgeon was performing an arthroscopic decompression and rotator cuff repair of the left shoulder on a patient when the tip of the scorpion needle (lot #10188580) broke off in the wound. A second scorpion needle (same lot #) was opened and failed to be sturdy enough to complete the surgery. It was commented that it was too funny. A third needle was opened and used successfully. However, the first needle tip remained as a retained foreign object." The FDA medwatch letter did not contain any facility or reporter names or contact information. Therefore, no follow up is possible.